Event description:
The nurse reported via phone call that the customer was hospitalized with diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was above 350 mg/dl at the time of admission. The caller reported the customer experienced nausea, vomiting, abdominal pain and thirst prior to being hospitalized. It was found the customer was unable to control their blood glucose. Customer was treated with an IV drip and an insulin drip. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within speca and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window.